Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3003853072-2019-00123 thru 3003853072-2019-00132.

Event description:
It was reported that one driver fractured and nine blockers were damaged during surgery. There were no reports of patient impacts associated with this event. This is report one of 10 for this event.

Manufacturer narrative:
(B)(6) the returned device was evaluated. Visual inspection revealed that the tip has fractured off in a manner consistent with off-axis forces. The complaint is confirmed. A review of the manufacturing records did not identify any issues related to this failure which would have contributed with this event. As this failure is regularly occurring with known causes and impacts, a summary investigation was completed. The likely cause for the tip fracture is due to over torqueing or force being applied off-axis.

Event description:
It was reported that one driver fractured and nine blockers were damaged during surgery. There were no reports of patient impacts associated with this event. This is report one of 10 for this event.